Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis, chest pain, hypotension and st elevation occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After performing intravascular ultrasound (ivus), a 3.00 x 20 synergy drug-eluting stent was deployed to treat the lesion without performing pre-dilation. The procedure was completed after performing the post-ivus and the patient was sent back to the room. However, in less than an hour post-procedure, st segment became elevated, the patient became hypotensive and chest pain occurred. Angiogram was performed and revealed thrombus formation in the previously implanted stent. A guide wire was then inserted and the thrombus in the stent was suctioned with a suctioning catheter. However, the thrombus remained in the distal part of the stent. A non-bsc stent was then implanted and dilatation was performed. After waiting for a while, the non-bsc stent also thrombosed. Dilatation was done several times and then intra-aortic balloon pump (iabp) was inserted and the patient was sent to coronary care unit (ccu). The patient is under observation in the hospital. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that myocardial infarction occurred due to stent thrombosis.